Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2019, patient presented to the emergency department for acute onset dizziness that began in the morning. The patient reported the dizziness as light-headedness. The patient attempted to eat breakfast but vomited. Emergency medical services (ems) arrived at the patient's residence and the patient became diaphoretic and pale. The lvad then started with low flow alarms. The patient received one unit of pack red blood cells (prbcs) and IV fluid with no improvement in blood pressure. Dopamine drip was started with no improvement in blood pressure. The patient then experienced pulseless electrical activity (pea) arrest. CPR was initiated and then stopped after 40 minutes due to poor prognosis and inability to return to spontaneous circulation. Log files were submitted for analysis. The log files showed flow decreasing from the 2.5 lpm range to 0.1 lpm on (B)(6) 2019. This occurred over a 2 hour period from 12:20:37 to 14:34:10. The file ends with the driveline being disconnected. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log file confirmed the report of low flow hazard alarms, a specific cause for the low flow events could not be conclusively determined through this evaluation. In addition, a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The system controller event log file captured transient low flow hazard alarms and low flow fault flags from the beginning of the log file until 13:54:23. These alarms occurred when the estimated flow was below the 2.5 lpm threshold. At 13:54:28, flow continued to decrease, resulting in constant low flow hazard alarms. The driveline was disconnected at 14:34:11 and the controller was powered down at 14:34:49 pm. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the data. Multiple requests for additional information were sent to the customer; however, no additional information was received. Cardiac arrhythmia is listed in the hm3 IFU as an adverse event that may be associated with the use of the heartmate iii left ventricular assist system. The patient care and management section of the hm3 IFU contains information on measuring blood pressure as well as blood pressure management. The introduction of the hm3 IFU explains the pump parameters, including pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the alarms and troubleshooting section of the hm3 IFU explains all system alarms, including low flow alarms, and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.